Event description:
Procedure type: malum coxae, hip-joint procedure. According to the reporter: after surgery, an infection occurred. There was reddening under the skin. The pt had exudate and underwent dissociation. A re-operation was needed to re-suture the wound.